Event description:
The pt's mother reported that the keypad was intermittently responding. The pt reported that the "ok" button was slow to respond and had to be pressed multiple times to elicit a response from the keypad. The other buttons were responding but slower than usual. The rptr denies damage to the keypad or exposure to moisture and cleaning solvents.

Manufacturer narrative:
The pump was returned to animas and the eval revealed that the keypad appeared to be intact with no lifting or peeling. All of the keypad buttons were intermittently responding and required excessive force to activate. The keypad was removed and the "down" and "ok" contacts were misaligned. All of the key contacts were inverted and did not always spring back. There was also evidence of keypad adhesive found under all key contacts.